Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as caused by improper operations. The patient was treated with unspecified drug infusion, unspecified anti-inflammatory drug (oral) and penicillin (intraperitoneal) for peritonitis. Dianeal therapy was ongoing. The patient hospitalization, patient outcome and patient retraining on the proper aseptic technique were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2022. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.